Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unit passed self test and displacement test. The adapt tool was utilized to search for alarms that may have occurred in the past that might have triggered the reason complaint. During download review, pump error 63 alarm confirmed in (adapt) history download on (B)(6) 2024 at 21:54:55. File number = 2017 and line number = 147. Per software engineering log, pump error 63 is a hardware error with twi interface or with ad5161 chip. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. No moisture damage or electronic anomalies noted during deconstructive analysis. Isolate to electronic assembly. Unit also received battery tube threads - cracked, cracked case-corner of belt clip rails, label damage (peeling), cracked case (battery tube), scratched case, keypad overlay texture damage and cracked keypad overlay at select button. In conclusion, the customers concern for pump error 63 was confirmed when adapt tool reveled is presence. Pump error 63 is possibly a hardware error with twi interface or with ad5161 chip. Isolate to electronic assembly. In addition, cracked case-corner of belt clip rails were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced e/a alarm unspecified, damage (physical or cosmetic), transmitter issue. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-7911na. Troubleshooting was not performed. The customer reported receiving a pump error. The customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. The transmitter has stopped working completely. No harm requiring medical intervention was reported. No product return is required for mmt-1880.it¿s unknown whether the customer will continue using the device. No product return is required for mmt-7911na.